Event description:
Tourniquet cuff applied to patient's thigh prior to prepping and draping for left total knee arthroplasty. Surgeon noticed that tourniquet was inflated by looking at tourniquet screen; at that point tourniquet had been inflated for 21 minutes. Crna in room stated that they had not inflated the tourniquet. It was concluded that the tourniquet had malfunctioned and inflated by itself. No one in the or heard the usual noises when the tourniquet inflates. Investigation: this is a repeat occurrence that has been witnessed by multiple staff members. No one is touching the machine during inflation. The unit is not being used with any electrosurgical units or radio frequency generator. If this were happening the machine would be 1 meter from the source and plugged into a separate electrical circuit. This device is just under 3 years old. The manufacturer has suggested powering off the machine between cases so the system can run a self-diagnostic calibration. This has been done and self-inflating events continue to occur.